Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a left side deflation. The device has been explanted.

Event description:
Healthcare provider reported a left side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified one curved opening and fold creases. A microscopic analysis and leak test were performed which identified one opening striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening striated in the side anterior assessed as surgical damage."